Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The physio-control service representative observed that an internal connection of a ribbon cable connecting the therapy connector assembly and the therapy pcb assembly was loose. After reseating the loose cable, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device would no longer detect the defibrillation therapy cable when connected. This was discovered during testing and there was no patient use associated.